Manufacturer narrative:
The device has been discarded and is not being returned for investigation. As a result, a determination cannot be made at this time. When further information becomes available, gyrus acmi will continue the investigation and update the agency accordingly.

Event description:
A stent was put in place in 2008 during a right particle nephrectomy procedure. In 2009, the patient came in to have the stent removed during a routine fluoroscopy and it was discovered that the stent had broken. The surgeon successfully removed all of the parts of the stent. The stent was discarded. There was no patient injury.